Event description:
It was reported that during an acl reconstruction surgery, the anchor broke while using the biosure ha screw. Procedure was completed with a backup device. No significant delay or patient injuries were reported.

Manufacturer narrative:
One 9x25mm biosure ha screw was returned for evaluation. Visual assessment of the screw confirmed the complaint of breakage. The first distal thread has broken partially off. Major diameter and wall thickness were measured and found to meet print specification. This investigation could not identify any evidence of product contribution to the reported complaint. Further investigation is not warranted at this time.